Manufacturer narrative:
Other applicable components are: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient was seen at their neurosurgeon's office for a post-op follow up on (B)(6) 2018. The impedances were re-tested on both electrodes and all values were within the normal limits. The lead that was thought to have been malfunctioning was working correctly. A program was set for the patient and the therapy the patient was expecting was achieved. The neurosurgeon was made aware of the resolution and were pleased. No further complications reported.

Manufacturer narrative:
Continuation of medical devices: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), ubd: 26-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during post op. Impedances were checked and 1 or the 0 electrodes was showing 50. The surgeon closed and the patient was re-evaluated post op. It was found that the same lead now showed all 8 electrodes with 50. The surgeon decided to not reschedule for another surgery and wait to see if the patient received the therapy that he needed from the other electrode. If he did not then the doctor was going to refer to another surgeon closer the patient's home for possible lead revision. Currently the patient mostly experiencing left sided stimulation in his leg and not his right which he used to feel prior to the procedure. Environmental/ external/ patient factors that may have contributed to the issue is that the lead could have fractured with use of bovine during implantation and closure. The malfunctioning lead was tested with different parameters with no sensation from the patient. The other lead was activated and therapy was attempted to be maximized with only left sided stimulation. The issue has not been resolved at the time of this report. Surgical intervention did occur. Patient is alive with no injury.